Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the ECG is facing issue.

Manufacturer narrative:
It was reported to philips that the ECG is facing issue. There was the field service engineer (fse) evaluated the device and confirmed that system operational check failed. The device needs therapy pca and a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the therapy pca and a high voltage capacitor require replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. These two parts were replaced. The device remains at the customer site and no further evaluation is warranted at this time. The device meets the specification for the performed service and is returned to use.